Manufacturer narrative:
(B)(4) registry. (B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the lvot obstruction and subsequent septal ablation was due to the placement of the second sapien 3 valve. The lvot partial obstruction causing an increase gradient was contributed to the placement of a second sapien 3 valve to correct the mitral regurgitation from the initial implanted sapien 3 valve. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-03446 .

Event description:
As reported, during a mitral valve replacement procedure, a 23mm sapien 3 valve was deployed in the native mitral valve. Post deployment, moderate to severe paravalvular leak (pvl) was observed. Multiple vascular plugs were placed to correct the pvl. One of the implanted vascular plugs obstructed/trapped one of the sapien 3 valve leaflets, resulting in central mitral insufficiency (cmi). A second sapien 3 valve was successfully deployed within the initial valve, correcting the cmi. Post deployment of the second valve, the patient had an lvot gradient. A septal ablation was performed to fix the gradient. The procedure was completed and the patient was transferred in critical condition. The patient expired later on the day of the procedure.